Event description:
Anchor site prepped with allthread awl & tap, anchor was inserted about 1/3 of the way when tip fractured. Two halves of the proximal portion of screw body were removed, then a trephine was used to remove remaining screw body, then anchor tip and sutures were removed with grasper with injury to pt.